Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) rolled onto his side where the device was located and noted that the wound was oozing and a few sutures had opened up. The patient went to his family physician rather than the implanting hospital and stated that his family physician did not see any signs of infection and was not concerned about the issue. The patient also reported that he did not experience any symptoms as a result. The patient was then seen by the implanting physician for a one month follow-up. The implanting physician did feel that there was an infection in the pocket and as this patient had a history of infections with his previous transvenous system, the physician decided to give the patient oral antibiotics. The patient was also given further instructions on dressing the wound and treating the affected area. No adverse patient effects were reported. The patient was discharged and will be seen again later this month to make sure the infection had cleared. The s-ICD remains implanted and in service. Boston scientific received additional information. The patient presented for a site check and post implant s-ICD stress test. During site examination, it was observed that a portion of the surgical incision had opened and the device was visible. A swab was taken, but the physician suspected the site was infected and the patient was scheduled for a device extraction in approximately three weeks. The stress test was cancelled; no changes were made to the device at this time, pending the explant procedure.

Manufacturer narrative:
The device and electrode were explanted. The patient was to undergo a course of antibiotics, after which the physician planned to implant a transvenous ICD system on the patient's left side. The physician does not feel like he can reuse the existing s-ICD pocket due to the infection. No additional adverse patient effects were reported. The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.